Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification, voids in the gel, white particles in the shell, deformation and a crease fold. Cloudiness and bubbles in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV. Device has been explanted.